Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The rv (right ventricular) defibrillation coil developed a fracture due to flexing while in vivo. Analysis of the device memory indicated an out of tolerance subthreshold lead impedance alert was recorded on (B)(4) 2013. The maximum defibrillator active can impedance rises from an approximate baseline of 60 ohms the week ending (B)(4) 2013 to greater than 250 ohms and varies throughout the rest of the record.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that there was an impedance jump on the right ventricular (rv) lead. The lead has a possible fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.